Event description:
A short black hair found in cautery holster on buffalo cautery pencil. Operation room set up and back table disassembled and new pack opened. This was discovered before impacting patient. New device retrieved and opened.